Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: there was no reported patient involvement associated with the complained event. Event date: unknown. Device is an instrument and is not implanted/explanted. A service and repair evaluation was performed for the subject device. The customer reported the item was not ratcheting. The repair technician reported the handle was cracked/broken at the coupling end with missing fragments. ¿handle cracked/broken¿ is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The device was forwarded to synthes customer quality for additional investigation. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: jun 2, 2009. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was initially reported that on (B)(6) 2016, it was discovered during routine inspection that two ratcheting screwdriver handles would not ratchet. The ratcheting screwdriver handles were not ¿clicking¿ as normal. There was no reported patient or surgical involvement associated with the reported issue. The reported condition was initially determined to be non-reportable. The devices were returned to the synthes manufacturer for service and repair. During the service and repair evaluation on november 7, 2016, it was discovered that both ratcheting screwdriver handles are broken with fragments missing from the distal portion of the handles. Based on this finding, the complaint condition was re-evaluated and determined to be reportable. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A service history record review was performed for the subject device lot number 311.023. No service history review can be performed as part number 311.023 with lot number(s) t937029 is a lot/batch controlled item. The manufacture date of this item is 15-jun-2009. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A product development investigation was performed for the subject device (ratcheting screwdriver handle), part number 311.023, lot number t937029. The subject device was returned with the complaint condition stating the two (2) ratcheting screwdriver handles (part 311.023 / lot t937029) were received with the complaint that the devices would not ratchet. This is unconfirmed as the handles were functionally tested and do ratchet as intended. The switch that controls the direction of the ratchet (forward, neutral, and reverse) could be moved through its full range of motion and properly controlled the ratchet direction at each location. However, each device was noted to be broken with fragments missing from the distal portion of the handle (approximately 17mm x 4mm and 9.5mm x 3.5mm). The balance of the device functions as intended and shows surface wear consistent with use over the device¿s 7+ year lifespan. Thus, the overall complaint condition is confirmed but inconsistent with the reported condition as the device is broken as opposed to not ratcheting. The complaint condition for this device could not be replicated. A device history record (DHR) review, visual inspection, functional test, and drawing review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The returned devices are intended for use across various plating systems. The devices are noted for use together in the matrixmandible, titanium sternal fixation, and the matrixwave system technique guides. A review of the current design drawing / manufactured revision for the ratcheting handles and the screwdriver shafts was performed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended the received condition of each of the handles is consistent with failure due to forces beyond the yield strength of the screwdriver handle and the received condition of each of the screwdriver shafts is consistent with exposure to torsional forces beyond the plastic deformation limit of the screwdriver shaft. A root cause could not be definitively determined as the method of use and maintenance over the lifetime of the devices is unknown. The complaint is determined not to be a result of a detected product related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.